Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve bed is saturated. It was also found for the pcb power inlet to be damaged, and part number 1148247 to be defective.

Event description:
Dealer states unit has 3 & 4 alarm and the battery lights do not come on while charging.

Event description:
Dealer states unit has 3 & 4 alarm and the battery lights do not come on while charging.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.